Event description:
The event is reported as: the customer alleges that the device is difficult to use. The customer reports that the indicator numbers appear upside down and not all the indictor lines have reference numbers.

Manufacturer narrative:
The results of the investigation are incomplete at the time of this report.